Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the battery cap was stuck and could not be removed. Customer's blood glucose was 465 mg/dl. Customer treated high blood glucose with manual insulin injection. Customer declined troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals's instructions. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery alarm noted during testing. The insulin pump had battery cap stripped battery cap coin slot (p), minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.